Event description:
It was reported that an error code 171 was received during the procedure. The error could not be cleared and the case was completed using an alternate procedure (turp). There was no patient injury reported.